Manufacturer narrative:
The a22040a resectoscope sheath has not been returned to the service center for evaluation. Therefore, the exact cause of the reported event cannot be determined. The original equipment manufacturer (OEM) performed a device history review (DHR) for the affected lot, which indicated the device was manufactured without any non-conformances or deviations for the reported issue. However, the OEM has implemented the necessary steps, to address for the reported issue for long term stability, of the insulation insert. Upon return of the device, an evaluation will be performed, and a supplemental report will be submitted. This reported event has been reported by the importer on MDR #2951238-2020-00382.

Event description:
The service center received a medwatch report, mw5092847, on (B)(6) 2020 for one bipolar resectoscope sheath which tip broke during a procedure. The report was for model a22040a, rigid cystoscope sheath, lot number 131w-0213, that was used by a physician during a rigid cystoscopy. It was reported the urologist observed a gray/silver- colored, half-circle shaped item present in the bladder during the procedure. Upon inspection of the device, urology noted the tip of the bipolar cystoscope sheath was broken and missing. The physician obtained an x-ray, and the patient was transferred to a tertiary site for removal of the broken piece and management of the condition. The medwatch report indicated that this was a serious injury and no further information was provided.